Event description:
Reportedly, the atrial pacing threshold had increased in (B)(6) 2025: on (B)(6) 2025, it was 1,75v@1ms. The increase of the atrial pacing threshold was confirmed on 24 march 2026: 3,5v@1 ms. The subject lead is connected to the device eno dr sn (B)(6).